Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.